Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the afx bifurcated stent graft with dilation to the size of the extension, and non-endologix proximal stent graft extension events are confirmed. The type iiib endoleak and the dilation of the bifurcated stent graft was most likely user related as due to the concomitant use with products outside the indications for use. The procedure related harms for this event could not be determined. The final patient status was reported being stable post the secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events b5: describe event or problem ¿ updated g1,2: contact office- name has been updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a thoracic (non- endologix) proximal extension that was implanted inside of the bifurcated stent graft (off- label procedure) to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak with stent graft dilation was identified. The patient is currently doing well. A re-intervention has been scheduled. Subsequent to the initial report, additional information was provided reporting that re-intervention was completed with implant of an afx2 bifurcated stent graft and a non- endologix proximal extension with (8) screws. Intervention was successful. The patient was reported to be doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a thoracic (non- endologix) proximal extension that was implanted inside of the bifurcated stent graft (off- label procedure) to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak with stent graft dilation was indemnified. The patent is currently doing well. An re-intervention has been scheduled.